Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: lead. (B)(4). Refer to manufacturers number 6000153-2016-00169 for other lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was not applicable. The outcome was ongoing. Interventions included reprogramming. Diagnostic methods included imaging which showed a 3.5 mm high attenuation electrode was separate from a wire with in the posterior epidural space to the left of midline at the c2 level. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the leads. Signs and symptoms included no relief to right shoulder and upper arm that the patient used to experience in the past. Relevant medical history included: spinal pain rsd/causalgia-complex regional pain syn.

Event description:
Additional information received from the healthcare professional of the clinical study reported the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Other applicable components are : product ID 37702, serial# (B)(4), product type: implantable neurostimulator; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.